Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a small pericardial effusion and was experiencing pericarditis. The slack in the right ventricular and right atrial leads had pulled back. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.